Event description:
After the resident's shower, and while being wheeled out of the shower area, the left side of the chair collapsed, sending the resident to the floor. The resident was not injured.

Manufacturer narrative:
After the resident's shower, and while being wheeled out of the shower area, the left side of the chair collapsed, sending the resident to the floor. The resident was not injured. We sent out a new chair to the facility and brought back the broken chair for inspection. From our investigation of the chair, it appears that the 4-way at the bottom of the chair failed, causing a chain reaction, which made the left side of the chair collapse. This was an isolated incident and no further action is necessary.